Event description:
Additional information received reported that the device was not replaced. On (B)(6) 2014. The outcome was still ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinical diagnosis was changed to abdominal implantable neurostimulator (ins) wound infection. On (B)(6)2015 the patient had an examination and the patient recovered from the event without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection. The patient had a large cellulitic area around the stimulator implant area. Wound cultures were taken from both the stimulator site and spine showed heavy growth of pseudomonas. Lab work was done for c-reactive protein and full blood count. The c-reactive protein was raised to 92. Actions included in-patient hospitalization and intravenous antibiotics. After antibiotics were given the patient had a repeated wound swab, full blood count, c-reactive protein test and chest x-ray due to expectorating sputum. The c-reactive protein was raised to 30. The other results were not available at the time of report. Patient was given intravenous tazocin and vancomycin. Patient outcome was unknown at the time of report. The event was ongoing and related to the procedure. The entire system was noted as being disposed of according to biohazard instructions, however, there was no indication the system had been removed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the leads were also part of the infection and were replaced due to the infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the entire system was replaced.